Event description:
A hospital in a foreign country reported that, while using the rt125 breathing circuit in the first day of use, the inspiratory tube detached from the temperature probe connector.

Manufacturer narrative:
Results and conclusions: please see attached report "inspiratory tubes detaching from the t-piece" for details of failure investigations. Unfortunately, this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013. This report was prepared by rep.